Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the peeling forceps glue cover was caused by an external force such as strong rubbing on the part in normal use or reprocessing. The following is included in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, a leak at distal tip of the device as included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not able to be duplicated. The device upon testing passed the dunk and cosmo test with no leak found. Further inspection found peeling on the forceps cover glue (control body) and crack on the ¿a-rubber¿ was noted. One broken element was observed on the um (ultra sound image) unit. Based on evaluation findings the reported issue was not able to be duplicated as the device was found no leak upon testing, however, physical defects were observed. The failure found could be attributed to use handling issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that leak at distal tip of the device was observed. The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event.